Manufacturer narrative:
Results: two units in open packaging and one unit in sealed packaging were received for evaluation. Visual inspections of the returned units confirmed the presence of bubbles embedded into the syringe barrels. A complaint history check revealed no similar incidents for reported lot number 6252592. Conclusions: although bd was able to confirm the reported issue, an absolute root cause for this incident was not identified. UDI #: (B)(4).

Event description:
There appeared to be pieces of styrofoam inside the syringe of the 60 ml bd syringe with bd luer-lok¿ tip product. In most cases, the packages were not opened. There was no harm to any patients and no medical intervention was required.